Event description:
Event description guidant received information that this right ventricular pacing lead was surgically abandoned when it was determined to be fractured based on lead impedance measurements greater than 3000 ohms. Apparently the patient lifted something that morning and then received a shock. ,